Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account states that while opening a vial of cd16 tri-level control they sustained two small cuts on the finger from the glass control vial that had a broken edge. The customer sought medical attention and received a tetanus shot. The customer is to have blood workup tests for potentially infectious material. Results of the workup were not provided. The customer states that the cuts appear to be healing without issue. No further impact to patient management was reported.